Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user encountered a black screen. The customer attempted to power cycle the device and reconnect the power cord, but there was no response. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h initial reporter occupation & other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A field service engineer (fse) had found a failed board on the full height drawer in auxiliary 2, drawer 1. Testing with a voltmeter showed the drawer controller card was out of range, and the hardware test application could not be launched. The customer was still able to complete inventory on the affected drawer and pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user encountered a black screen. The customer attempted to power cycle the device and reconnect the power cord, but there was no response. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.